Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of the event is unknown. Date of report: (B)(6) 2011. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that the surgeon was using the small battery drive and it was working intermittently. It was thought that the battery and they replaced the battery two times. The scrub nurse asked for another drill and while the drill was on the back table they noticed a burning smell. The drill was hot to the touch, the casing was separated and they removed the battery which had started to melt. No injury to any hospital staff or the patient. The two batteries that were swapped out in the small battery drive will no longer hold a charge. They removed the drill, casings and the batteries. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.